Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment in 2007 (date unknown), no patient complications were reported. Per the clinician, the patient had a normal check-up. All other information is unknown and unavailable.